Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a consumer regarding a patient's implantable neurostimulator (ins). It was reported that the patient was recharging every day now and used to charge twice a week. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the consumer stating that they were going to see their representative on friday because they were going to check their battery. The patient mentioned that they were taking medication that "messed with her stimulator" (said one of the side effects of the medication was tingling sensation and they've been off the medication for two weeks after taking it for a month) so they thought they depleted it. The patient clarified they had to charge 3 times a week now, which they noticed in january or february. The patient said the stimulation would "shut off" from that medicine because it would run it right down. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative met with the patient on (B)(6) 2020. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was reprogrammed and the patient was happy with coverage and recharge interval. The battery was not depleted and all issues were resolved. No further complications were reported.